Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned c-cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that diathermy catheter had a spark and may have burned the tip and burned c-cover was due to applied rf (radio frequency) current without keeping a sufficient distance from the distal end when using the diathermy catheter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had a spark and burned the tip. The issue occurred during an unspecified procedure. There were no reports of patient harm.